Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer indicated via email that the battery cap was hard to remove. The customer's blood glucose was 41 to 59 mg/dl at the time of incident. The customer was advised to call back if customer cannot eventually remove the battery cap or if further assistance is necessary.